Event description:
It was reported that the burr became stuck on the rotowire. A 1.25 mm rotapro burr and a rotawire were selected for the procedure. During use, the rotawire became stuck on the rotapro device. There were no patient complications.